Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(4). Complaint received as follows: pilot tubing of ett is faulty. The wall of ett bloat and block the lumen.

Manufacturer narrative:
This case was reviewed and deemed a serious malfunction. Info received on this case is that the defect in the ett was noticed half way through a surgery when the pt's blood oxygen level dropped. The surgical procedure was interrupted when the pt required re-intubation. Due to the necessity for a second intubation, the pt is put at a greater risk of infection and trauma and will require extra monitoring due to the event. The product(s) in this case is/are not used for treatment or diagnosis. (B)(4).